Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was not holding charge. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2018. The patient manages his diabetes with fixed insulin doses and stated that on (B)(6) 2018 he skipped his usual dose of ¿15 units lantus insulin and 8 units apidra insulin¿ in response to the alleged issue as he was unable to test using the meter. The patient reported that on (B)(6) 2018 he developed symptoms of ¿shaking, sweating, dizziness and started to faint¿ and that on (B)(6) 2018 he visited the doctor¿s office where he had his blood glucose tested on a clinic meter, which gave a result of ¿57mg/dl¿ and he was treated with IV glucose. During troubleshooting the cca noted that there was no apparent misuse of the device and it was not the first time the meter had been used. The patient stated it was a recurring issue and based on the usage the battery did not appear to require recharging. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.